Manufacturer narrative:
Date sent to FDA: 12/26/2019. Corrected information: manufacturing site name. Additional narrative: it was reported that the patient underwent revision surgery on (B)(6) 2012. It was reported that following the procedure the patient experienced incisional hernia repair. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-04122019-0000614770 submitted for adverse event which occurred on (B)(6) 2012. Mwr-05122019-0000616527 submitted for adverse event which occurred on (B)(6) 2012. Mwr-05122019-0000616538 submitted for adverse event which occurred on (B)(6) 2013. Mwr-05122019-0000616544 submitted for adverse event which occurred on (B)(6) 2015.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.